Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
It was reported that the ventilator's touch panel did not respond. Reportedly, an on-screen invalid message did not allow a user to do touch-panel calibration. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician found a misalignment in the touch position, the reacting position is different from the touched position. The customer was provide with a quote for service or repair for replacement of the touchscreen.

Manufacturer narrative:
G4: 20oct2020 b4: (B)(6) 2020 a touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27aug2020. B4: 28aug2020. Philips was not authorized to conduct the repair at this time. The quote is pending approval from the customer. No product was returned for evaluation, so no root cause submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. Information was received that the unit was inspected and calibrating it did not resolve the reported issue so the touchscreen was replaced and the issue was resolved. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touch panel did not respond. Reportedly, an on-screen invalid message did not allow a user to do touch-panel calibration. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician found a misalignment in the touch position, the reacting position is different from the touched position. The customer was provided with a quote for service or repair for replacement of the touchscreen.